Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) clinic reported that the blood pump rotor tubing guide broke on a fresenius 2008t machine and sliced the blood tubing causing it to leak. Upon follow-up, it was reported that this occurred twice on the same machine, but with separate patients. Each time, the blood pump rotor cut the bloodline tubing approximately one to two hours into hd treatment. The fa stated the blood pump rotor was chafing the tubing and eventually cut through it. Both patients were able to complete their treatment on the machine after being re-setup with new supplies. The fa stated the estimated blood loss (ebl) was 100 ml for each event. Per the fa, the operator had noticed a small amount of blood dripping onto the floor, which alerted them to the issue. The fa stated this was a machine issue, and confirmed that there was nothing wrong with the bloodlines. There were no machine alarms, but none were expected. The fa stated that blood was being pushed out, through the sliced tubing. There were no air detector alarms because ¿no air was being sucked in¿ [sic]. Following the first event, the facility continued using the machine not knowing the blood pump rotor was damaged. However, the same thing happened with the next patient who dialyzed on the machine. After the second blood leak event, further investigation revealed that the blood pump rotor tubing guide broke and sliced the bloodline tubing. It was reported that the facility purchases their blood pump rotors from a third-party vendor ( (B)(6) medical). The fa stated the blood pump rotor was replaced and this resolved the reported issue. Other than blood loss, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The fa declined to provide any patient information. No sample was available to be returned for evaluation as the damaged rotor was discarded. This report captures the first event.

Event description:
The facility administrator (fa) from a hemodialysis (hd) clinic reported that the blood pump rotor tubing guide broke on a fresenius 2008t machine and sliced the blood tubing causing it to leak. Upon follow-up, it was reported that this occurred twice on the same machine, but with separate patients. Each time, the blood pump rotor cut the bloodline tubing approximately one to two hours into hd treatment. The fa stated the blood pump rotor was chafing the tubing and eventually cut through it. Both patients were able to complete their treatment on the machine after being re-setup with new supplies. The fa stated the estimated blood loss (ebl) was 100 ml for each event. Per the fa, the operator had noticed a small amount of blood dripping onto the floor, which alerted them to the issue. The fa stated this was a machine issue, and confirmed that there was nothing wrong with the bloodlines. There were no machine alarms, but none were expected. The fa stated that blood was being pushed out, through the sliced tubing. There were no air detector alarms because ¿no air was being sucked in¿ [sic]. Following the first event, the facility continued using the machine not knowing the blood pump rotor was damaged. However, the same thing happened with the next patient who dialyzed on the machine. After the second blood leak event, further investigation revealed that the blood pump rotor tubing guide broke and sliced the bloodline tubing. It was reported that the facility purchases their blood pump rotors from a third-party vendor (gia medical). The fa stated the blood pump rotor was replaced and this resolved the reported issue. Other than blood loss, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The fa declined to provide any patient information. No sample was available to be returned for evaluation as the damaged rotor was discarded. This report captures the first event.

Manufacturer narrative:
Additional information: this complaint captures the first blood loss event. Please also see associated MDR (MFR report #: 2937457-2022-00703). Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.